Event description:
It was reported that the caller experienced a malfunction with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not reoccur. The customer was advised to continue using the pump and to reach out again if similar malfunction codes appear.